Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.

Event description:
A customer reported an event of an odor/smell emitting from the sterrad nx sterilizer. Three healthcare worker (hcw) experienced reactions of throat irritation, headache, stinging eyes, cough and numbness around lips. Two hcws did not seek or receive any medical attention/treatment and are reported to be "ok." One hcw visited employee health for a headache but did not receive any treatment or prescriptions. This hcw is reported to be "good." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 11/13/2007. (B)(4) asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (09/06/2013 through 03/05/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from march 2013 through february 2014 and revealed a significant trend which is addressed in CAPA. The trending for problem code human reaction (march 2013 through february 2014) revealed the highest risk is considered broadly acceptable. The fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad systems. The catalytic converter was returned and tested. The catalytic converter passed functional testing with no irregular odors. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter passed testing with no odor detected. The reason for return of the oil mist filter was not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.